Event description:
It was reported that the patient suspected that their ipg was hacked and was experiencing ineffective stimulation. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction d6: implant date has been corrected from (B)(6) 2023 to (B)(6) 2018.